Event description:
In the context of a difficult placement of an arterial line, the decision was made to use a 22g. Catheter. Sterile, ultrasound technique was used, blood return noted, wire advanced, and catheter advanced over the wire. Upon withdrawal of the wire assembly, the catheter broke at the hub. 1mm of the proximal catheter remained outside of the skin. The surgical team made a tiny incision to remove the catheter and wire intact. Possible scar tissue from a previous arterial line insertion thought to be a potential contributing factor to device failure.